Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-08-24. H6: investigation summary: bd received one sample and 4 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for foreig matter- dirt was observed. Additionally, the customer sample was evaluated by visual examination and the indicated failure mode for foreign matter-dirt with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter- dirt. Bd determined that the root cause of the indicated failure mode was attributed to manufacturing. A train and sign has been completed for associates on the manufacturing floor to create awareness of foreign matter defects and help drive the detection of these defects on the production lines. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set with pre-attached holder, the device experienced foreign matter in the device tubing within the fluid path. This event occurred two times. The following information was provided by the initial reporter. The customer stated: the customer reported that the tubing was dirty.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set with pre-attached holder, the device experienced foreign matter in the device tubing within the fluid path. This event occurred two times. The following information was provided by the initial reporter. The customer stated: the customer reported that the tubing was dirty.